Event description:
It was reported that a patient presented with loss of capture noted on the right ventricular lead. During the revision process, the lead was found to have a lack of slack. The lead was repositioned successfully on (B)(6) 2025. No adverse patient consequences were reported.